Event description:
The physician had a safari wire get kinked in the pigtail section today at abbott-northwestern. The kink wouldn't allow him to trade out catheters to a dual-lumen pigtail post bav. They switched to an amplatz super stiff to complete the procedure with no adverse issues for the patient.

Manufacturer narrative:
The device was not received for analysis, therefore, no physical analysis of the product could be performed. A photo provided of the specimen revealed offset/overlapping coil wraps in the preformed distal region. The manufacturing batch record review confirmed that the device met all material, assembly and inspection requirements. A combination of patient and procedural factors appeared to have caused or contributed to this incident. Product distributed as safari tavr.